Event description:
Good faith attempts for product return have been unsuccessful to date.

Event description:
Additional information was received that indicated that the patient's increase in depression and tumor on the acoustic nerve were not related to vns. The increase in seizures was below baseline. It is unclear is the increase in seizures are related to vns possible related to the generator being at eos or related to the patient's hearing problem. No surgical intervention was take for the increase in seizures but the patient's settings and medication were increased. No programming changes, medication changes, or other external factors preceded the onset of the increased seizures.

Manufacturer narrative:
.

Event description:
It was initially reported in clinic notes that the pt was experiencing an increase in seizures, unk if above or below baseline. The increase in seizures is believed to be due to the generator nearing end of service although the eri=yes indicator had not been triggered. The pt also had been having some hearing problems with their right ear and it is believed that he has a neurofibroma on the acoustic nerve, relationship to vns is unk. The pt has a family history of acoustic neuroma. A long history of depression was mentioned, unk if this is an increase in depression or related to vns. The a prophylactic generator replacement is planned. Good faith attempts for more info have been unsuccessful to date.